Manufacturer narrative:
The customer's report was observed during initial testing. However, the device was put through extensive testing including bench handling, power cycling, pacer functional stress testing, and defib functional stress testing without duplicating the report. The pace/defib engine board was replaced and scrapped as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.